Event description:
New information received stated that programming changes were completed and issue was resolved. Patient was stable.

Event description:
New information received stated that programming changes were performed on (B)(6) 2019 and patient experienced no further symptoms.

Event description:
New information received stated that patient presented in clinic experiencing dyspnea and tachycardia. The patient came in to have device changed out and prior to procedure the device was interrogated and no issues were noted on the device or lead. Patient was experiencing atrial fibrillation and atrial tachycardia causing the symptoms. Physician chose to leave device implanted and to just monitor the patient¿s atrial tachycardia. Patient was discharged.

Event description:
New information received stated that crosstalk was noted on 02 oct 2019 and device is being monitored.

Event description:
New information received stated that patient presented in clinic experiencing fatigue and tachycardia related to the previous programming changes. Programming changes were done to prevent crosstalk and patient returned with dyspnea and fatigue again. Programming changes were attempted again and patient had symptoms of fatigue and tachycardia.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing. Patient was brought in the clinic shortly after. Upon interrogation it was noted that the implantable cardioverter defibrillator was far-field p waves oversensing. Programming changes were completed successfully. Patient condition was stable.